Manufacturer narrative:
The device was received by resmed and an evaluation was performed. During evaluation, an internal battery degraded error message was displayed. The evaluation determined that the reported charging issue was due to a defective internal battery. The battery was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.